Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with ECG electrodes. The reporter reports that on (B)(6) 2013 pulseair staff connected the pt to the holter monitor. They followed their protocol for preparing the electrode site by using 3m prep tape, then alcohol. They applied 5 electronics: one to the sternum and two on the left and the right side of the body under the breast area. The customer reported they used medipore tape to hold the electrodes in place. The pt was sent home with the holter monitor and electrodes on her body for 24 hours. The pt returned on (B)(6) 2013 and the electrodes were removed. The pt's skin was normal when they removed the electrodes; there was no redness or any type of irritation. The pt contacted pulse air (B)(6) 2013 and sent pictures of her skin where the four electrodes had been. The redness/sunburn was the size of each electrode. The pt went to her doctor who stated it was a stage 4 allergic reaction, not a burn. The pt was given oral antibiotics and topical cream. The pt would not provide the type of medication. The reporter further states that they do not know if there is any type of f/u testing or medical intervention required. The pt was on medication and it started as a sun burn and then blistered. The electrodes were not moved to different areas of the skin as there was no signs of skin irrigation from the time pulseair put the electrodes on and from time of removal; 24 hours later. The customer further reported that this pt was a referral from another doctor who asked for pacing of her heart. The pt had asthma, high blood pressure and is on mycardis medication and is not diabetic.